Event description:
Customer reports to have been hospitalized on (B)(6), 2014 with blood glucose of 400 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for nine days and was treated with insulin drip and was released on (B)(6), 2014 when blood glucose was under control. Customer was wearing insulin pump at the time of hospitalization and infusion set and reservoir were changed in order to bring blood glucose down. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).